Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide maude report #(B)(4)attachment, to provide the DHR review in section h10 and to provide the completed investigation results. Terumo tmc performed a maude search on (B)(6), 2021. Report number #(B)(4) was found and was confirmed to be of the same reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. No previous capas or nc's have been noted for this issue in the past 12 months. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for bleeding as per allegation. Based on the available information, it is unclear whether the device contributed to the cause of reported adverse event. The exact cause of the issue remains unknown. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date: device was not explanted. Initial reporter occupation- patient safety quality coordinator. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient embolized, after in recovery. The patient bled and had to have pressure applied with a sandbag to stop the bleeding. They repressurized the patient. The patient was in stable condition. Additional information was received on 05october2021: the procedure performed was an embolization using a 7fr sheath. The type of bleeding that occurred was a groin site hemorrhage. On 13october2021 terumo medical received an FDA medwatch. Report # (B)(4). Per the medwatch the "patient re-bled post procedure. Intended procedure was an embolization."